Event description:
The pump was implanted after its expiration date.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).